Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump quit working and whenever he press the act button nothing happens. The customer's blood glucose value was 212 mg/dl. Customer does not see the bolus delivery screen with 0.0 units. Customer was able to esc to the status screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.